Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: patient 1: 2.2 inr/3.0 inr, patient 2: 4.0 inr/2.8 inr, patient 3: 1.5 inr/2.0 inr, patient 4: 1.9 inr/2.5 inr. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4). No patient information provided.